Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. They rolled up and inserted into the delivery tube, but when the delivery tube was removed, the seals remained in the loaders. A third device was used to complete the procedure. There were no patient complications reported by the hospital. The date of occurrence was between (B)(6) 2009 and (B)(6) 2009. This report is for the first seal.

Manufacturer narrative:
Investigation results: the device was received with the seal in the loader device, viewable through the window. The delivery device was separate from the loader and the plunger had not been depressed. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B)(4).